Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the nozzle could not be determined. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation. The evaluation found the angulation wires were worn, the update direction angulation was out of standard value, the water tightness was lost due to a pinhole on the protective coating of the bending portion of the device, the camera cover was scratched, the adhesive on the light guide lens was peeling, the adhesive on the objective lens was peeling, the bending tube was deformed, the indicator on the scope connector was peeled, the scope connector was discolored and scratched, the up/down lock lever was discolored and scratched, the connecting tube was scratched, the right/left lock knob was scratched, the up/down knob was discolored and scratched, the electrical connector was dirty, the scope connector was dirty, the adhesive on the protective coating of the bending portion of the device was chipped, the protective coating of the bending portion of the device was scratched, the up/down knob was deformed and lost water tightness, the right/left angulation lock knob was discolored and scratched, the grip was scratched, the forceps channel port was shaved, the image guide protector was scratched, the universal cord was wrinkled and scratched, the protector of the universal cord on both ends was scratched, the scope connector cover was scratched, the objective lens was scratched, the scope cover plate was detached, the scope cover was scratched, the switchbox was scratched, switch 1 was scratched, the control unit was scratched and discolored, paint on the air/water cylinder and the suction cylinder was peeling, and the connecting tube was discolored. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and there were no abnormalities with the accessories used for reprocessing. The air/water nozzle was wiped and/or brushed with lint-free cloths, brushes, or sponges. Detergent was sent through the air/water nozzle successfully. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was observed the evis lucera gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.